Event description:
Device 4 of 4. See manufacturer report numbers 1627487-2010-00091, 1627487-2010-00092, 1627487-2010-00173. The patient received an scs system consisting of an ipg, leads, and extensions on (B) (6) 2009, implanted in an (off-label) occipital location. It was reported that the patient experienced hallucinations and requested to have the system removed. The physician explanted the system on (B) (6) 2010.

Manufacturer narrative:
Device 4 of 4 - device history and sterilization records were reviewed. Results: devices evaluation is still ongoing with results not yet available. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.